Manufacturer narrative:
One used set, admin, cadd, 94", spike, 0.2 fltr, coiled tube was returned for evaluation. The filter was leak tested by connecting the set to a hydrostatic pressure pump. A leak was observed from the filter vent on the backside of the filter. The set was connected to an air source in attempts to dry out the filter. The complaint of leakage can be confirmed however it was observed at the filter vent. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9, date returned to MFR: 1/15/2026. H3 and h6. Codes: updated.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's IV line, which was infusing a drug called blinatumomab (blina), was leaking. There was patient involvement/ no adverse reported.